Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in hospital for multiple low flow alarms. Pump speed was decreased after echocardiogram. The log file captured low flow events on (B)(6) 2020 and (B)(6) 2020. The low flow events seem to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. Low flow alarms possibly related to right ventricle dysfunction versus malpositioning of the lvad inflow cannula. The low flow alarms resolved by decreased pump speed to 8600 rpm. Patient was taken off diuretics, taken off hydralazine, and treated with increased beta blocker.

Manufacturer narrative:
Section b2: correction. Manufacturer's investigation conclusion: although the report of low flows was confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be conclusively determined through this investigation. Furthermore, a direct relationship between the device and the report of rv dysfunction could not be conclusively determined. The report of lvad inflow cannula malposition could not be confirmed through this investigation. The account reported that the patient was in the hospital for multiple low flow alarms. The patient¿s pump speed was decreased after an echo. The submitted system controller log file captured multiple low flow hazard events throughout the log file. These low flow hazard events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. Of note, the patient¿s set speed was decreased on (B)(6)2020 from 9200 rpm to 8600 rpm. No other significant changes in pump parameters were noted and no other atypical alarms were captured. The submitted log file appeared to show the system operating as intended. It was later reported that the low flow alarms were possible related to the patient¿s rv dysfunction versus malpositioning of the lvad inflow cannula. The alarms resolved and the patient¿s pump speed was decreased to 8600 rpm. It was reported that the patient was off diuretics, increased beta blocker, and off hydralazine. As of (B)(6)2020, the patient was presently home and was to revisit the clinic in a week or two. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii IFU also notes that changes in patient condition can result in low flow, such as hypertension. The patient care and management section of the hmii IFU contains information on managing blood pressure. Pulmonary hypertension is listed in the hmii lvas IFU as a potential risk and adverse event associated with the use of the heartmate ii left ventricular assist system. The hmii patient handbook also provides a section on handling emergencies. Right heart failure is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The surgical procedures section of the hmii IFU outlines the installation and orientation of the sealed inflow conduit. No further information was provided. The manufacturer is closing the file on this event.